Event description:
It was reported that during an unk procedure, the clip ejected from jaws without forming. The site used a second similar device to complete the case. No pt consequence occurred.

Manufacturer narrative:
Info anticipated, but unavailable at this time.